Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china had foreign matter in the packaging. The following information was provided by the initial reporter: the patient was admitted to the hospital due to intracranial infection of hydrocephalus. At 8:30 on (B)(6) 2020, day nurse used a 20ml disposable sterile syringe to prepare to dispense medicine for 16 beds of inpatients. In the process of checking the 20ml disposable sterile syringe, it was found that there was a black foreign matter in the packaging, and immediately replaced it with a 20ml disposable sterile syringe. The patient's treatment proceeded smoothly that day.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1905289 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no signs of foreign matter or defect were observed. Based on the investigation findings, this exact cause could not be confirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china had foreign matter in the packaging. The following information was provided by the initial reporter: the patient was admitted to the hospital due to intracranial infection of hydrocephalus. At 8:30, on (B)(6) 2020, day nurse used a 20ml disposable sterile syringe to prepare to dispense medicine for 16 beds of inpatients. In the process of checking the 20ml disposable sterile syringe, it was found that there was a black foreign matter in the packaging, and immediately replaced it with a 20ml disposable sterile syringe. The patient's treatment proceeded smoothly that day.